Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
When placing a nephrostomy tube into the patient, the wire sheared off and became lodged in the kidney. The fragment was not able to be retrieved. It was suggested to take the patient to surgery to remove the fragment but the patient declined. According to the initial report, the patient did not experience any adverse effects due to this occurrence.